Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process. "Increase in valvular regurgitation" and "damage to the mitral valve or ruptured chordae tendineae" have already been mentioned in instructions for use and there is nothing wrong in the manufacturing record, so we have judged that it is not necessary to take any corrective action.

Event description:
The patient's valve had 2 orifices. The commissures and leaflets were fused. The balloon was crossed into the smaller orifice. The doctor stated he thought it would be ok to proceed. The ptmc-28 was inflated to 24 mm. He attempted another inflation at 24 mm. The distal balloon was inflated. When he pulled the balloon back to the valve, it "popped" through the valve into the la (left atrium). The echo physician evaluated the mitral valve utilizing tee (transesophageal echocardiography). There was a flailing cord with severe mitral regurgitation. The patient's bp and heart rate was the same as throughout the procedure. The physician consulted with the cardiac surgeon. The patient would go to surgery either later that night or in the morning. An iabp (intra aortic balloon pumping) was inserted to assist the patient. The patient was transferred to the ICU. Mitral valve replacement surgery (B)(6) 2024. Stable and doing well post-surgery.